Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('I feel your pain'), device dislocation ('it migrated and cut my uterine lining'), uterine perforation ('cut my uterine lining / uterus perforation'), migraine ('hospitalizing migraines') and multiple episodes of ovarian cyst ('complex cyst clusters on my ovaries', 'complex cyst clusters') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), the first episode of ovarian cyst (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant), uterine perforation (seriousness criterion medically significant) with pain, migraine (seriousness criterion hospitalization), night sweats ("night sweats"), arthralgia ("achy joints"), fatigue ("chronic fatigue / extreme fatigue"), urticaria ("hives"), feeling abnormal ("brain fog"), allergy to metals ("nickel allergy"), the second episode of ovarian cyst ("complex cyst clusters on my ovaries"), polymenorrhoea ("heavy periods with clots the size of silver dollars coming every 15 days"), menorrhagia ("heavy periods with clots the size of silver dollars coming every 15 days"), urinary incontinence ("wet the bed / zero control of my muscle"), alopecia ("hair thinning"), bipolar disorder ("bi polar disorder"), night blindness ("night vision has gotten terrible"), abdominal distension ("bloating and swelling"), memory impairment ("I couldn't remember anything, my brain was foggy all the time") and abdominal pain upper ("extremely painful when have it and my stomach is rock hard") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy and hyterectomy) and removed. Essure was removed. At the time of the report, the pelvic pain, night blindness, memory impairment and abdominal pain upper outcome was unknown, the device dislocation, uterine perforation, migraine, night sweats, weight increased, arthralgia, fatigue, urticaria, feeling abnormal, allergy to metals, the last episode of ovarian cyst, polymenorrhoea, menorrhagia and bipolar disorder had resolved, the alopecia was resolving and the abdominal distension had not resolved. The reporter considered abdominal distension, abdominal pain upper, allergy to metals, alopecia, arthralgia, bipolar disorder, device dislocation, fatigue, feeling abnormal, memory impairment, menorrhagia, migraine, night blindness, night sweats, pelvic pain, polymenorrhoea, urinary incontinence, urticaria, uterine perforation, weight increased, the first episode of ovarian cyst and the second episode of ovarian cyst to be related to essure. ¿concerning the injuries reported in this case, the following one was described in patients social media record: pain". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-jun-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('I feel your pain'), device dislocation ('it migrated and cut my uterine lining'), uterine perforation ('cut my uterine lining / uterus perforatio'), migraine ('hospitalizing migraines') and multiple episodes of ovarian cyst ('complex cyst clusters on my ovaries', 'complex cyst clusters') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), the first episode of ovarian cyst (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant), uterine perforation (seriousness criterion medically significant) with pain, migraine (seriousness criterion hospitalization), night sweats ("night sweats"), arthralgia ("achy joints"), fatigue ("chronic fatigue / extreme fatigue"), urticaria ("hives"), feeling abnormal ("brain fog"), allergy to metals ("nickel allergy"), the second episode of ovarian cyst ("complex cyst clusters on my ovaries"), polymenorrhoea ("heavy periods with clots the size of silver dollars coming every 15 days"), menorrhagia ("heavy periods with clots the size of silver dollars coming every 15 days"), urinary incontinence ("wet the bed / zero control of my muscle"), alopecia ("hair thinning"), bipolar disorder ("bi polar disorder"), night blindness ("night vision has gotten terrible"), abdominal distension ("bloating and swelling"), memory impairment ("I couldn't remember anything, my brain was foggy all the time") and abdominal pain upper ("extremely painful when have it and my stomach is rock hard") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy and hyterectomy) and removed. Essure was removed. At the time of the report, the pelvic pain, night blindness, memory impairment and abdominal pain upper outcome was unknown, the device dislocation, uterine perforation, migraine, night sweats, weight increased, arthralgia, fatigue, urticaria, feeling abnormal, allergy to metals, the last episode of ovarian cyst, polymenorrhoea, menorrhagia and bipolar disorder had resolved, the alopecia was resolving and the abdominal distension had not resolved. The reporter considered abdominal distension, abdominal pain upper, allergy to metals, alopecia, arthralgia, bipolar disorder, device dislocation, fatigue, feeling abnormal, memory impairment, menorrhagia, migraine, night blindness, night sweats, pelvic pain, polymenorrhoea, urinary incontinence, urticaria, uterine perforation, weight increased, the first episode of ovarian cyst and the second episode of ovarian cyst to be related to essure. ¿concerning the injuries reported in this case, the following one was described in patients social media record: pain". Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: new events: night sweats, weight gain, achy joints, chronic fatigue / extreme fatigue, hives, brain fog, hospitalizing migraines, nickel allergy, complex cyst clusters on my ovaries, heavy periods with clots the size of silver dollars coming every 15 days, it migrated and cut my uterine lining, feel bi polar, night vision has gotten terrible, wet the bed / zero control of my muscle, uterus perforation, pain / uterus perforation, hair thinning. New reporter added. On (B)(6) 2020: no new information received. On (B)(6) 2020: new event: bloating. On (B)(6) 2020: event 'memory impairment' was added. On (B)(6) 2020: reporter was added. On (B)(6) 2020: new event "abdominal pain upper", implantation date and new reporter were added, the outcome of the event "abdominal distension" was amended. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('I feel your pain') and ovarian cyst ('complex cyst clusters') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and ovarian cyst (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy) and removed. Essure was removed. At the time of the report, the pelvic pain and ovarian cyst outcome was unknown. The reporter considered ovarian cyst and pelvic pain to be related to essure. ¿concerning the injuries reported in this case, the following one was described in patients social media record: pain". Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 14-jan-2020: social media received. Reporter information added. Events: complex cyst clusters added. Case became serious incident. Removal surgery: hysterectomy added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.